Manufacturer narrative:
The exact patient's date of birth is unknown; however, it was reported that the patient was born in (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was intended to be used in the esophagus in a gastroscopy procedure performed on (B)(6) 2021. During preparation outside the patient, while assembling the device, "the connecting wire ruptured without any pressure or keen object". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.